Event description:
The patient reported that "we haven't gotten this stimulator thing going yet" and had a lack of therapeutic effect "like going back to the beginning" since getting the implantable neurostimulator (ins). The patient was feeling stimulation in the buttock area when the healthcare provider (hcp) indicated that stimulation should be adjusted until stimulation is felt in the vaginal area. During the report, stimulation was changed to program 1 and amplitude was increased until stimulation was comfortably felt in the vaginal area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.